Manufacturer narrative:
(B)(4) is being used to capture the surgery performed to explant and replace the right atrial (ra) lead. At this time, no further information is available and the product has not been returned. This investigation will be updated should further information be provided. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this right atrial (ra) lead was explanted due to noise and oversensing. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to noise and oversensing. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 is being used to capture the surgery performed to explant and replace the right atrial (ra) lead. Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/body fluid was present around the helix housing. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. Based on the stretching of the coil, this likely happened during the explant procedure. In addition, the helix was extremely stretched, suggestive of issues at explant as well.